Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a fan issue and was overheating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment regarding a noisy system fan but was unable to confirm the customer comment regarding overheating. The programmer was left powered up for two days with no overheat message occurring and it was additionally noted that there were zero overheat events observed in the logs or parsing sheet. It was noted that the radiofrequency head connector was loose and it failed incoming functional testing, therefore the link electronic module printed circuit board was replaced and calibrated. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.